Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, the steerable guide catheter (sgc) had a leak. During testing it was found that the hemostatic valve did not close and the water column dropped. It was activated again with the dilator but the same problem was observed. A replacement sgc was used to complete the procedure. No patient was involved and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported leak and identified missing silicone fluid in the sgc hemostasis valve. The missing silicone fluid appears to be related to a potential product quality issue; therefore, an exception was initiated on 30-jan-2023 to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be related to the missing silicone fluid in the sgc hemostasis valve. The missing silicone fluid appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.